Event description:
Laboratory performed psa testing on the dimension rxl to screen patients for prostate cancer. Screening is not consistent with the intended use of this product. Patient sample result was 10 ng/ml, repeated 9.0 ng/ml on the rxl. Sample was sent to two additional laboratories where psa values were 3.0 and 4.0 ng/ml. Dade behring inc. Received sample and on 12/13/00 confirmed lower result - 3.21 ng/ml with and alternate lot of reagents formulated to reduce non-specific binding. Concluded patient sample contained hetrophilic antibody that caused non-specific binding and elevated the result. There were no adverse patient consequences.